Event description:
It was reported that the device suddenly shutdown during patient use. The device was replaced. No health consequences for the patient were reported.

Manufacturer narrative:
The investigation was based on the provided information including the log file of the affected device. The deeper log file analysis was not possible due to a wrong system time. Examination of the device identified the power supply unit as root cause. The power supply unit was already replaced which resolved the issue. In case of a power supply failure the device will open the airway system to allow spontaneous breathing and will post an acoustical alarm for at least two minutes in accordance to en60601. The device has reacted on a faulty component with a posted acoustical alarm as specified. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.